Event description:
Additional information was received stating that initial flushing of the device prior to use was successful. No additional information was provided.

Manufacturer narrative:
H6: device code 2017- use after damage. The device was returned for analysis. The reported ¿no blood flow coming from the marker lumen¿ and needle to cuff miss were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The proglide instructions for use (IFU), states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. In this case, the IFU deviation likely did not contribute to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2616- malposition of device was removed.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, there was no blood flow coming from the marker lumen when the device was positioned in the vessel. An attempt was made to deploy the device without success. The needles were deployed and removed. No suture was seen when the device was removed . Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.